Event description:
The customer stated that they were having a difficult time reading the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call with future questions/concerns.